Event description:
It was reported the pt was not receiving effective stimulation. Lead diagnostics revealed multiple impedances. The pt reports she recently had fallen. Reprogramming was able to provide unilateral coverage, however; the pt needs bilateral coverage. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.